Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. The customer's current blood glucose was 398 mg/dl and it was also the same reading at the time of the incident. Customer stated that she has not treated yet. The recent high blood glucose event began on (B)(6) 2017. Troubleshooting was performed and air bubbles were found along the tubing length. Customer stated that the insulin exited at the quick release. Customer was advised that positioning in the motor may have shifted. The air bubbles were not successfully removed. Customer was advised to do a complete set change to resolve the no delivery and air bubble issue. Customer also reported that she had a bent sensor. Customer was advised that the sensor may not be working or may be damaged. The reservoir and the sensor will be returned for analysis. The insulin pump will not be returned.